Event description:
The customer reported that the instrument generated suppressed result errors (no patient result value) for alb (albumin), bun (blood urea nitrogen), cr-s (creatinine), and tbil (total bilirubin) on a unicel dxc 600 pro instrument. Upon troubleshooting, the customer found a contained leak with fluid in the reagent carousel compartment and reaction wheel cover. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the source of the leak was reagent probe b. The fse replaced the reagent probe b wash collar valve (solenoid valve) to resolve the issue. (B)(4).